Manufacturer narrative:
(B)(4). A partial lead, 44 cm of the distal part, was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead a complete analysis could not be performed.

Event description:
It was reported that pace sense threshold had risen over a short period of time. No damage seen on x-ray. The lead was replaced. No adverse events were reported for the patient however the patient was pacing dependant.